Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, mentor smooth round high profile 330cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why the device was returned to mentor. However, the return of a device in such a manner is characteristic of an event where a prosthesis was removed from a patient and returned for analysis. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: upon receipt at mentor, the device contained no fluid and could not be weighed. White material was observed within the device, and yellow material was observed on the shell surface. The device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No anomalies were found. A possible failure or cause of failure could not be determined. At this point, it is not possible to determine the root cause of the material observed within the device and on the shell surface. Mentor performs 100% inspection and testing of all devices prior to release. No complaint could be confirmed. Per a database query, this is the only reported complaint of infection against this lot number 7295048. The device history record (DHR) of lot number 7295048 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).